Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results and to update device available for evaluation? And device evaluated by MFR?. The device is not available. The device was not returned for evaluation. An evaluation of the complaint sample could not be performed due to the sample being unavailable. The exact cause of this event is unable to be determined since the product was not available for evaluation. In absence of information like patient vascular health or anatomy and user technique, no deduction can be made for the root cause. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one other report with the involved product code/lot# combination. The same user facility reported a similar event for other devices with the same product code/lot number combination, see MDR 2243441-2017-00027. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not received.

Event description:
The user facility reported pullout with the involved angio-seal evolution device. The following information was provided by the user facility: when retracting back on the angio-seal evolution device, more resistance was felt than usual; the entire device pulled through the artery; it was reported that the angio-seal device stuttered as it was pulled and then completely came out of the vessel; procedure was successful; and the patient was unharmed. Additional information was received on 5/15/17. Hemostasis was achieved by manual compression. Blood loss was reported to be less than 250cc.